Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse removed the aliquot drain and inspected it, and no gel was observed. The cse flushed the aliquot drain with warm water and pulled the aliquot plate in question. The plate wells had cellular debris, but the well in question did not. The cse reinstalled the aliquot drain and ran a quick check, which passed. The cause of the discordant, falsely elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on an alternate dimension vista instrument and the original instrument, resulting lower on both. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.